Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out an insulation anomaly was noted on the right atrial lead. The lead was capped and replaced.